Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('presence of left essure coil inside the tube') in an adult female patient who had essure (batch no: d13386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cesarean section (2), pelvic pain and factor v leiden mutation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("37 weeks' plus gestation"). The patient was treated with surgery (retrieval of essure device, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2019. The reporter considered device expulsion and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted in date of insertion on (B)(6) 2015, on (B)(6) 2015 number of coils inside cavity: 4. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : device dislocation, pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on 8-oct-2020: mr received ; previously reported event "removal" updated to "presence of left essure coil inside the tube", events- "37 weeks' plus gestation, device ineffective", reporter, lot number, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015, (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: pif received-event injury updated to medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('removal'). In an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted, in date of insertion: (B)(6) 2015. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('presence of left essure coil inside the tube') in an adult female patient who had essure (batch no. D13386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cesarean section (previous cesarean section x 2.), pelvic pain and factor v leiden mutation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("37 weeks' plus gestation"). The patient was treated with surgery (retrieval of essure device, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2019. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015, (B)(6) 2015 number of coils inside cavity: 4. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : device dislocation, pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality safety evaluation of ptc (product technical complaint). Event: presence of left essure coil inside the tube pt updated to device dislocation. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.